Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that hvr episodes were seen during an in-clinic device check. It was stated that the signal appeared to be due to emi as the device was programmed to a unipolar sense configuration; the signal was low in amplitude and sustained. Device was programmed and patient will continue to be monitored. No patient symptoms reported.